Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, self test and displacement test. Hardware low level failures alarm (variable info=9) confirmed in the pump history due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had second occurrence of hardware low level failures alarm and the motor arm communicate with the main arm alarm. Customer's blood glucose value was 124 mg/dl at the time of the incident. Insulin pump will be returned for analysis.